Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion and powered off without user input during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.